Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the helix was bent. There was blood/body tissue on the distal electrode and visual analysis noted the lead was damaged at implant. Visual analysis also noted the monolithic controlled release device (mcrd) ring was pushed up. (B)(4).

Event description:
It was reported that there were two right ventricular (rv) leads attempted but not used within the patient due to malfunctions. The first right ventricular (rv) lead was reported to have a kink in the lead. This lead was not implanted. The second right ventricular (rv) lead was reported to have a malfunctioning screw which would not extend out both inside and outside of the body.this lead was removed and a new lead was used instead. No patient complications have been reported as a result of this event.